Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there had been no update received regarding the cause of the burning underneath the battery, actions taken to resolve and the resolution. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. It was reported that the patient was not getting any stimulation on the side of their low back and right leg. It was reported that external factors that may have contributed to the issue was per the patient, they fell approximately three weeks ago. The patient reported that they slipped at work and landed on their right side. Impedances were checked and all were within normal limits. Reprogramming was done without success. It was unknown if the issue was resolved at the time of the report, but the rep indicated they would follow-up for more information. No surgical intervention occurred or was planned. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via the manufacturer representative (rep) reporting that the patient called on (B)(6) 2018 to be seen, stating that their stimulator was ¿burning underneath the battery¿. They stated that they did not feel the sensation when the stimulation was off. They tried to interrogate the device with the clinician programmer and it was discharged. It was reported that they had charged it on sunday night, but they fell asleep during the recharge session. The rep instructed the patient to recharge the device and return today. It was reported that their impedances were checked and found to all be within normal range. The rep increased the intensity of the stimulation on the patient¿s left side to their comfort. The rep had no other updates at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Contains all applicable codes at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2018 reporting that the patient was reprogrammed in an attempt to cover right sided pain. The consumer would contact the manufacturer representative. If further reprogramming was needed. No further complications were reported.